Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator will not power off alarmed with 35 volt failure. The customer reported that the unit was in use on patient, but there was no patient harm.